Event description:
It was reported that after the system implant procedure, pauses were noted on the electrocardiogram (ECG). A review of a remote transmission confirmed the right ventricular (rv) and right atrial (ra) leads were not capturing. It was found that the rv and ra leads had dislodged. The patient was returned to the catheterization lab, the leads were repositioned the same day and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.